Event description:
The facility reported that the resident was placed on the sling and then lifted from the bed to a chair. The resident began to experience convulsions or seizure-like symptoms. The right clip on the sling became unhooked from the hanger bar. The patient fell out of the sling onto the floor head first. The two staff members attempted to prevent him from falling, but were unsuccessful. The resident sustained a laceration to the forehead. He was treated with twelve stitches. A CT scan was done and was negative. MFR.